Manufacturer narrative:
Concomitant product: 3889-28, lot# j0437123v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
The ins has been irritating the patient since implant due to it being implanted right at his belt line. About one week ago the patient underwent surgical intervention and the ins was lowered. He has a follow up appointment on (B)(6) 2013. Additional information has been requested.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had pain in their back in the area of the implant. They had the doctor put the device in deeper because they felt their belt was hitting it. However, it had gotten worse and the next time they asked the doctor the same thing and they ¿put in as far as they could.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.